Event description:
No additional information.

Manufacturer narrative:
Correction: upon further review, it was determined that there was an additional failure that required capture. While it was reported in the tab b narrative, it had not been captured in the annex a coding. That has been corrected. Device evaluation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
Correction: d.4. UDI. Additional investigation information: a review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
It was reported that insyte autoguard winged leaked. The nurse attempted a peripherally inserted IV placement in the patient's left hand. The IV site was leaking, with the needle still in the catheter. As the nurse pulled the IV out, it was that the tip of the catheter was frayed. No infiltration or extravasation was noted. Additional information 5/7/2026: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse or serious injury to the patient. Can you please provide an exact date of event? (B)(6) 2026.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.